Manufacturer narrative:
Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported from that the (4) adaptor devices were not tight and vibrating open. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the locking mechanism was popping open during use. Therefore, the reported condition was confirmed. It was noted that the issue with the locking mechanism was prior to a change made to the design whereby the change removed material from the two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.